Manufacturer narrative:
Email received by facility representative of (B)(6), with additional information related to this incident. Reporter states this incident occurred on (B)(6) 2020. Reporter states, "the lines and manifold were all cleared of air prior to the procedure starting and then again prior to injection of the contrast into the coronaries. The patient complained of mild chest discomfort at that time." Reporter states, "the manifold was replaced with a product from a different manufacturer, causing a delay in the procedure while the patient was assessed and the change of product took place." Reporter states, "no serious injury identified based on patient symptomology. No medical intervention required." Reporter states patient has been seen in the office for follow up care and "seems to be doing well." The sample has not been returned for evaluation. Due to the nature of the reported incident and in abundance of caution, this medwatch is being filed. No further information is available at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It has been reported, "the manifold (part of left heart kit) leaks. "Air bubbles were injected into a patient's coronary artery."